Manufacturer narrative:
(B)(4).

Event description:
An applicator (lot number 5216054/serial number: unknown) was returned for evaluation. A visual inspection was performed and no defects were found with the applicator. Due to only the applicator being returned, a complete investigation could not be performed. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.